Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri) after delivering multiple shocks for atrial fibrillation. It is reported that the patient was non-compliant with taking medications. The guidant sales representative discussed detection enhancement settings for the replacement device.